Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The analyst noted the device was not yet at elective replacement indicator (eri). (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal elective replacement indicator (eri). The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.